Event description:
The product complaint report alleged that a visitor was using a cellular phone in the pt's room. The report was"the ventilator sounded like it turned it self off and on. The unit stopped cycling and all led were lit and alarms constant." There was no pt harm and the pt was placed on a back-up device. It is not verified that the unit stopped cycling, and no malfunction may have occurred. This report is not an admission by nellcor-puritan bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
According to the canadian cse it was reported to him that a scheduled level 2 pm was recently performed by the customer. Upon return to the customer "the unit sounded like it turned itself off and on. The unit stopped cycling and all led's were lit with constant alarms." As the unit was returned for repair, performance and visual inspections revealed that the rate switch and optical encoder cables had been switched (plugged into each others connectors). This is believed to have been done when the vent was serviced by the customer during pm maintenance. This is believed to be an isolated event. No further action required.